Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report.

Event description:
It was reported to vyaire medical that the avea ventilator unit alarms ventilator inoperable, unit/system will not operate on ac or dc power, circuit breaker trips, blown fuse, etc. The customer confirmed that there was no patient involvement associated with the reported event.